Manufacturer narrative:
Concomitant medical products: 37601 dbs ipg, implanted: (B)(6) 2016, 6935m55 lead, implanted: (B)(6) 2015, 3389s-40 dbs lead, implanted: (B)(6) 2012, 3387s-40 dbs lead, implanted: (B)(6) 2008 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.